Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately nine years due to stenosis. Based on the follow-up with the health-care provider, the explant was not related to any device malfunction. Per the operative report, the patient had been having progressive dyspnea on exertion and was found to have severe aortic stenosis with diffuse leaflet thickening and decreased leaflet mobility. With the act greater than 450 seconds, they went on full cardiopulmonary bypass. The aorta was then incised just cephalad to the previous aortotomy suture line to expose the old valve. The fibrous tissue was elevated surrounding the sewing ring off the valve and all sutures were elevated and cut and removed. The old valve was then removed and there was fusion and bioprosthetic valve was eroded into the left and non-coronary sinus into the left atrial muscle just above the mitral aortic curtain and continued underneath of the left main. Given this, it was decided to patch the left ventricular outflow tract and root to exclude this area of erosion. The annulus was then sized to 19 mm edwards magna ease valve. The needles were passed through the valve sewing ring and seated the ring. All sutures were tied down. With all vents out and the patient ventilating in a pace rhythm and the patient war, the patient was separated from cardiopulmonary bypass. The tee evaluation demonstrated normal biventricular function with mild mitral regurgitation which was roughly the same as preop. Patient was then transported to the intensive care unit in stable condition.

Manufacturer narrative:
(B)(4) diffuse leaflet thickening and decreased leaflet mobility. Device not returned. Additional manufacturer narrative: unfortunately, the device was not returned, therefore, the root cause of the reported stenosis could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause cannot be confirmed, it appears that the aortic stenosis was likely due to "diffuse leaflet thickening and decreased leaflet mobility" noted in the operative report. Non-calcific bioprosthetic tissue degeneration is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown. No further actions are possible with the available information.